Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber 0010-2400-646a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Slight abrasions, partially erased red octagonal sign and blue arrow indicator, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a surgical procedure at 162,650 joules and 26:46 minutes of use, "fiber broken inside the patient for no reason, without bad handling of the device¿ was noted. No information was provided regarding how the procedure was completed. Patient outcome: no injury to the patient was reported.